Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for high blood glucose on (B)(6) 2015. Customer's blood glucose was 514 mg/dl at the time of admission. The customer stated they were having shortness of breath due to their high blood glucose. Customer also stated they had attempted to treat their blood glucose with 63 units of insulin in addition to their basal rates. Troubleshooting found the customer's insulin pump was working as designed. The customer's cannula was also not bent upon removal of their infusion set. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.